Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed), the up/down/ok/contrast buttons were intermittently responding and required excessive force to activate, the up key contact was misaligned, the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all the key contacts.

Event description:
It was reported that the keypad (up/down/ok buttons) presses are not activating the desired pump functions. The pump reportedly has not been exposed to moisture and there is no peeling damage to the keypad but the buttons feel flat. There was no adverse event associated with this complaint.